Event description:
Patient reported the catheter was placed "downward" resulting in a temporary paralysis approximately 2 months after implant and revision surgery. Hcp reported no pt treatment/intervention required, no device troubleshooting required/performed. The pt was reported to have recovered without sequela.